Event description:
The user facility reported that their aic displayed a controller failure alarm during patient support. Coinciding with failure, it was noted that there was a loss in ao and lv waveforms for roughly 15 seconds; however, there was no loss in motor current. The alarm resolved, however the decision was made to replace the console. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: alarm header displayed in the left column; window is color-coded red for critical alarms, yellow for serious alarms, white for advisory notifications, gray for resolved alarms. Overlaid with a translucent yellow when the controller cannot determine catheter position, position is wrong, and placement monitoring is suspended or disabled. When the impella catheter is operating in a low flow range, placement monitoring may be suspended and the flow rate in the lower left corner of the controller display screen will turn yellow to indicate that impella position is unknown.